Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he slipped on ice and fell and damaged the insulin pump in the fall. The patient's blood glucose at the time of incident was 190 mg/dl. The customer stated that the casing was cracked and that he could see the inside of the insulin pump. The crack was located underneath the up and down arrows. There was also damage near the dome sticker. The motor would not work. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to cracked endcap. The motor was tested outside of the device and passed. Device passed displacement test, self-test and unexpected restart error test. Device passed all operating currents tested within the spec range and passed off no power test. Device received with cracked reservoir tube lip and minor scratches on display window noted.